Manufacturer narrative:
This case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 333 mg/dl (aviva system) and 165 mg/dl (guide system).